Event description:
The pre-repair temperature test results were within 118f, which are within specification and makes the event not-reportable.

Manufacturer narrative:
H3: analysis found the customers overheating complaint has not been confirmed, the m4 has ran for 1 minute at 5k osc at ambient temperature of 73f. After the minute the temperature on the gear rose to 86f the motor temperature to 84f and the bearing temperature rose to 77f. The motor does not pass the hi-pot test. The motor does not pass the electrical safety test, no measurement could be made. The rear collar is corroded stuck to the housing. The lock actuator is stuck. The thumbwheel is worn. The drive shaft is worn. The housing got damaged during disassembly due to the stuck collar. H6: previous codes fdm b21, fdr c21 and fdc d16 are no longer applicable additional code img g04063 no longer applicable. Event is being unreported as the pre-repair temperature were within acceptable range, and meets "no" criteria. Analysis result information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was heated up and could not be used. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.